Manufacturer narrative:
Additional information: follow up with the surgery center was conducted. The date of implant was provided as (B)(6) 2016. The explant date was confirmed to be (B)(6) 2016. The patient is well now, no injury post-op. No other information was provided. Corrected data: date of event: in the initial MDR the date of event was populated with a date of (B)(6) 2016. Through follow up the date of event was confirmed to be (B)(6) 2016 if implanted give date: in the initial MDR implant date was addressed as unknown. Through follow up the implant date was provided; (B)(6) 2016. If explanted, give date: in the initial MDR, explant date was populated with a date of (B)(6) 2016. Through follow up the explant date was confirmed to be (B)(6) 2016. Device evaluation: a manufacturing record review was conducted. Results revealed the device there were no non conformances with respect to the manufacturing process. There are no associated nonconformity reports or deviations. The product met release criteria. The in-line optical inspection data shows the lens is within power specification; hence the lens meets the specified cosmetic requirements. A search of complaints on the same order number revealed that no other complaints for this order number were received to date. A labeling review was completed and revealed that the directions for use (dfu) provide the customer with proper usage instructions and guidelines. The device was not returned for evaluation. The results of the investigation shows no product deficiency was found and the reported complaint was not confirmed. All pertinent information available to abbott medical optics at the time of this report has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after a female patient had intraocular lenses implanted in both eyes (model zmb00 in her right eye and model zmb00 in her left eye), she complained of halos and glare. Both lenses were explanted. No vitrectomy, incision enlargement, or other patient injury was reported. The patient went from multifocal lenses to basic lens implants. The patient never left aphakic. No additional information was provided. Since both eyes had implants, separate mdrs will be filed for each eye. This MDR is for the left eye, serial number (B)(4).